Event description:
(Bilat) ms symptoms and (r) deflation. Spoke to dr (B)(6) and he stated that the pt experienced a deflation back in 2005 and has since had symptoms of ms (numbness in legs and difficulty walking). She did research online and found that silicone can cause these symptoms and just wanted implants removed. The md removed the devices (B)(6) 2012. Md has seen the pt once post-op. During this visit the pt said and seemed to be doing much better. "She could walk." Pt has canceled twice since. She was supposed to have come in last week, but canceled due to a back issue. The left device was discarded and will not be returned.